Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that when the device was removed from the packaging, the stent was missing (not dislodged). A new one (3.0 x 16 mm) was used successfully. There was no patient involvement. No additional event or patient information is available. This is being filed based on the returned goods analysis of the device, which revealed crimp marks on the balloon, indicating that the stent was originally crimped on the balloon and may have dislodged during unpacking.

Manufacturer narrative:
(B)(4). Results - product performance engineering was unable to determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis visually examined the stent delivery system using a stereomicroscope. The balloon was loosely folded. There were crimp marks on the balloon indicating that the stent had been properly placed during manufacturing. No other information pertaining to the complaint could be found from the device investigation. Product performance engineering reviewed the incident description and analysis of the returned device. The device investigation did not provide any further information regarding the presence of the stent upon opening of the packaging; however, crimp marks were noted on the distal end of the catheter. Based on the review of the device history records, it can be assumed that the device was in working order and left abbott vascular instruments (B)(4) as per specifications. During in-process control, all catheters were examined in a final inspection. This MDR is considered closed by the product performance group.